Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. After reviewing the service history, it was determined that the complaint was related to the servicing of the equipment during the inspection period. Functional testing was able to duplicate the customer reported issue. The investigation determined that the downstream occlusion (dso) sensor was defective, and the printed wire assembly (pwa) was defective. The dso sensor and pwa were replaced.

Event description:
It was reported that the device did not recognize the cassette. Per reporter, the event happened during testing. There was no patient involvement.